Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On 06-jun-2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to remove and clean the injection valve, rotor & seal, and clean the six-way valve seal. Post-intervention, the customer no longer received large syringe errors but, now had reports of low areas for whole blood and diluted samples. Fse advised the customer to order an injection valve and sample loop for replacement. On 08-jun-2016, the customer received the parts. Fse provided support to replace the valve and sample loop. Afterwards, the customer was able to run calibration, quality control (qc), and patient samples without errors. No further action was required by fse. The most probable cause of the reported event was due to a clogged injection valve.

Event description:
On (B)(6) 2016, the customer reported "706 l syringe error" with their g8 analyzer. The customer reported already changing the needle and cleaning the coil under the large syringe; however, the error persisted. The syringe motor was also not moving. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.